Manufacturer narrative:
This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver an unspecified volume of 5% dextrose and 0.45% normal saline with 20meq of potassium chloride via a symbiq pump. The secondary tubing was connected to the primary tubing set for an add'l piggyback delivery of an unspecified concentration of potassium chloride. It was reported the primary solution container was lowered below the secondary solution container. Reportedly, right after the secondary infusion was started, the pt complained of "burning" at the IV site. It was reported the nurse disconnected the tubing set from the pt to flush the pt's IV line. When the nurse went to reconnect the tubing set to the pt, the nurse noted the secondary solution container was empty and that the solution had backflowed into the primary solution container. The physician was notified. A serum potassium level was drawn. It was reported that based on the serum potassium result, the add'l potassium chloride therapy was not continued. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.